Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported for left side "started to have problems all the time. Experienced lumps and pain. The lumps were visible when laid down, and were also armpits as swollen glands. The swelling sometimes worsens, and sometimes improves". The patient has the feeling that the lumps have become more numerous with time and that patient's condition worsens overall. Device remains implanted.